Manufacturer narrative:
(B)(4). Estimated date of event it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the following general comment regarding the use of unspecified whisper ms guide wires was made: over the last month, in an unspecified number of procedures, the j tip appears to be longer than expected during use under fluoroscopy. In each occurrence the same whisper device was able to be used to successfully complete each procedure. There have been no adverse patient effects and no delays. No additional information was provided.